Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (check pad messages) has been confirmed. Upon investigation there was a broken pulse wire and the rear #1 electrode pad. The root cause was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had check therapy pads messages.